Event description:
Allegedly, patient was revised due to aseptic loosening femur/ aseptic loosening tibia revision njr number: (B)(4). Side: r, primary asa: p2 - mild disease not incapacitating. (B)(6) reference no: (B)(4).